Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
During the quality control inspection of the citadel plus bed frame upon its return from the customer, it was found that two of the four screws holding the panel to the metal plate were pulled out. There was no customer allegation, and the circumstances under which the bed was damaged are unknown. There was no indication of patient involvement, and no injuries were reported.